Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E1: state: (B)(6). H3, h4, h6: a review of the device history record. Device history lot: part # 03.612.010. Synthes lot # 7666898. Supplier lot # 7666898. Release to warehouse date: 17 sep 2014. Supplier: mediflex surgical products. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: dr. Golan was setting up for a mis decompression and he realized that 3 mis flex arms were not maintaining their stiffness. Therefore, I would like to request that these 3 damaged flex arm be replaced. This occurred during the same case in intra-op. The patient was not affected by this, therefore no patient info was obtained. No delays were obtained and the procedure was completed. Devices are available for shipping. This complaint involves three (3) devices. Investigation flow: device interaction/functional. Visual inspection: the flex arm (part # 03.612.010 lot # 7666898) was received at us cq. There are light surface scratches along the knob and the arm of the device that are consistent with normal wear. The knob to tighten the device was jammed. The knob was so tight that it was not possible to loosen / further tighten the device. The chord that connects the device could not be inspected due to the inability to loosen the handle. The low friction washers and bearings also could not be assessed. Functional test: the device was received with the knob jammed. It was not possible to loosen / further tighten the device due to the jammed condition of the knob. Attempts of heavy force application were not effective in rotating the knob. The flex arm is not stiff. The condition of the device is consistent with the complaint condition thus the complaint is confirmed. Functional testing showed the arm was not able to be stiffened. Dimensional inspection: no dimensional inspection was performed due the relevant drawing being source controlled by the supplier. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Manufacturing record evaluation: the received flex arm (part # 03.612.010 lot # 7666898) was manufactured by mediflex surgical products on 17-sep-2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the flex arm (part # 03.612.010 lot # 7666898) as the device cannot be completely engaged due to the jammed knob. With the knob in its current position, the flex arm can still be manipulated through light applications of force. Although no definitive root-cause could be determined, it is possible that the knob galled to the threaded component of the arm due to a lack of lubrication or there was another internal failure. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: initial reporter provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that three mis flex arms were not functioning and not maintaining their stiffness in the intra-op time. The procedure was successfully completed and no patient consequences. This is report 1 for 3 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional. Visual inspection: the flex arm (part # 03.612.010 lot # 7666898) was received at us cq. There are light surface scratches along the knob and the arm of the device that are consistent with normal wear. The knob to tighten the device was jammed. The knob was so tight that it was not possible to loosen / further tighten the device. The chord that connects the device could not be inspected due to the inability to loosen the handle. The low friction washers and bearings also could not be assessed. Functional test: the device was received with the knob jammed. It was not possible to loosen / further tighten the device due to the jammed condition of the knob. Attempts of heavy force application were not effective in rotating the knob. The flex arm is not stiff. The condition of the device is consistent with the complaint condition thus the complaint is confirmed. Can the complaint be replicated with the returned device(s)? Yes; functional testing showed the arm was not able to be stiffened. Dimensional inspection: no dimensional inspection was performed due the relevant drawing being source controlled by the supplier. (03_612_010_revh and e). Manufacturing record evaluation: the received flex arm (part # 03.612.010 lot # 7666898) was manufactured by mediflex surgical products on sep 17, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was confirmed for the flex arm (part # 03.612.010 lot # 7666898) as the device cannot be completely engaged due to the jammed knob. With the knob in its current position, the flex arm can still be manipulated through light applications of force. Although no definitive root-cause could be determined, it is possible that the knob galled to the threaded component of the arm due to a lack of lubrication or there was another internal failure. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.612.010, synthes lot # 7666898, supplier lot # 7666898, release to warehouse date: sep 17, 2014, supplier: (B)(4). No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.